Event description:
The customer reported that the insulin pump alarmed motor error during basal/bolus. Troubleshooting was performed. Reviewed the alarm history and found an error alarm. Ran a displacement test and the test failed. Performed a self test and passed. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was stuck in the motor error loop during bolus/basal delivery and an error alarm was confirmed in the history file as a result of a motor encoder signal being out of phase. However, the insulin pump passed the displacement test.